Event description:
It was reported that this right ventricular (rv) lead presented high capture threshold measurements and dislodged 15 days after implant. The dislodgment was confirmed by fluoroscopy. This lead was explanted and a new lead was implanted. The device is expected to return. No additional adverse patient effects were reported.